Event description:
Same case as MDR ID 2134265-2013-07080. It was reported that the imaging catheter got stuck in the stent. The target lesion was located in the left circumflex. After a 3.00x38mm promus element plus drug-eluting stent was advanced and deployed to the distal end of the lesion, the physician deployed a 3.5-24mm non bsc stent in which the stents were overlapped. They started to perform intravascular ultrasound(ivus) using atlantis sr pro. They were having a hard time inserting the catheter as the tortuousity was severe from left main trunk (lmt) to left circumflex. The imaging catheter got stuck where the stents overlapped. The imaging core was removed and wire was inserted to resolve the issue. The device was completely removed. The procedure was completed with another of same device. There was no damage with the stent. The physician commented that the ivus catheter might have become stuck because to the overlapping stents "might have not been inflated properly." No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).